Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 15 mg/dl at the time of the incident. The customer was at 344 mg/dl during their hospitalization. The customer was given glucagon and intravenous fluids to treat. The customer was driving a 4 wheeler and crashed it while wearing the pump. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The caller was also reporting expired sensor issues and that the customer had the recalled sets, and ended up hospitalized. The insulin pump will not be returned for analysis.